Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine device interrogation, mode switch caused by atrial lead noise was observed. The event was unable to be reproduced in clinic. Lead measurement values were all normal. The clinic will continue to monitor the patient and the patient was stable.